Manufacturer narrative:
Updated sections: d9, h3, annex codes: a, g, b, c, d. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis (fa) and was able to confirm and replicate the customer-reported issue that the metal tip fell into the patient. The instrument was found to have the main tube broken. The instrument was broken at the distal end. Fragments from the tip of the main tube were missing and not returned. The main tube was separated from the proximal clevis. The instrument was found to have a broken main tube approximately 1.85 from the distal tip. No material was found missing. Components adjacent to this broken main tube showed damage to the yaw pulley and proximal clevis. Additionally, the instrument was found to have damage to the proximal clevis. Both sides had indentations. The instrument was found to have multiple indentations/burrs over the entire surface of the grips. The grips were not found to be bent, and additional damage wasn't found at the distal end. Components adjacent to the indented grip tips do not show damage. The instrument was found to have indentations on the bipolar yaw pulley. The damage was found on top of the yaw pulley near the grip cables. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, at the proximal clevis hole. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire showed damage which may indicate potential mishandling or misuse of the instrument. Scratches, indentations were found on proximal clevis and yaw pulley. Isi received the cannula accessory and the seal accessory for fa but was unable to confirm or replicate the customer-reported issue that the metal tip fell into the patient. Visual inspection did not reveal any damage to the cannula or the seal. There were no device related failures.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted isolated lysis of adhesions surgical procedure, a fenestrated bipolar forceps instrument broke while installed on universal surgical manipulator (usm) #1. During the call with an intuitive surgical, inc. (Isi) technical support engineer (tse), the customer stated that the usm was undocked from the trocar and instrument. The tse recommended trying to remove the instrument together with the trocar. The customer stated that the instrument's tip was at a 45-degree angle and fragments from the instrument fell off inside the patient. All fragments were retrieved during the same surgical procedure which was completed robotically using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis evaluation.